Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual inspection of the lead found damages consistent with procedure damage. X-ray examination found the inner and outer coils to be stretched, consistent with procedure damage. The lead helix was able to extend and retract and was within product specification. Electrical testing did not find any indication of conductor fractures. Internal shorting was found due to inner insulation damage that exposed the inner coil, consistent with procedure damage.

Manufacturer narrative:
The correct event description should have been "it was reported that the patient presented for a device upgrade procedure. During the procedure, it was noted that the right atrial (ra) lead was dislodged via fluoroscopy. The ra lead was explanted. There were no patient consequences.", rather than "it was reported that the right atrial (ra) lead was dislodged. The ra lead was explanted. There were no patient consequences." The correct report type should have been "malfunction", rather than "serious injury" the correct type of report should have been "product problem", rather than "adverse event" required intervention to prevent permanent impairment/damage should not have been selected. The correct impact code should have been "prolonged surgery", rather than "additional surgery."

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, it was noted that the right atrial (ra) lead was dislodged via fluoroscopy. The ra lead was explanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was dislodged. The ra lead was explanted. There were no patient consequences.